Event description:
It was reported that the patient passed away from pneumonia on 11may2025. The infection was not related to device and the outcome was not device or therapy related. The pump was not explanted.

Manufacturer narrative:
Corrected data: section a3a: patient gender corrected. Section d4: primary unique device identification (UDI) number corrected. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files were submitted for evaluation for a recently re-admitted patient in the intensive care unit (ICU) from the cardiac floor. The patient was implanted with heartmate 3 on (B)(6) 2025. They went to the floor the next day and then was readmitted to the intensive care unit (ICU) for low flow alarms and high mean arterial pressure (map) after stopping milrinone. Milrinone was restarted. The patient still had shortness of breath (sob) with suspected pulmonary edema and breathing very fast. The lvad rpms were also brought back down from 5400 to 5300 rpm. It was noted the patient was on a diuretic. An echocardiogram was planned, but the site wanted to make sure they were not missing anything other than hypertension and right-side issues. The event log file captured low flow alarm events on 15apr2025. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There does not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The low flow events may be due to a patient related issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow events; however, a specific cause for these events could not be conclusively determined. The submitted log files captured intermittent low flow events on 14apr2025 and 15apr2025. Several of these low flow events persisted long enough to trigger low flow hazard alarms. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including hypertension and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.